Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter broke apart after it was dropped on the floor. The medical surveillance specialist (mss) spoke with the patient on may 7, 2010 and obtained the following information: to manage her diabetes, the patient tests twice a day and also takes 1000 mg of metformin twice a day. The patient indicated she suffers a series of health conditions: radiculopathy, sleep apnea, restless leg syndrome and depression. The patient alleged that the issue began in (B) (6) 2010 (time and date unknown). The day after the alleged issue occurred, the patient stated she tested with her daughter's meter (only once). Not feeling comfortable using someone else's meter, the patient confirmed she did not test on another device since then. The patient corrected the previous report and clarified she continued with her usual diabetes routine immediately after the alleged issue occurred. To determine what her blood glucose level was, the patient stated she went by how she was feeling. The patient clarified that she experienced symptoms of dizziness, felt faint, and had cold sweats after the alleged issue occurred; however, the patient does not recall the date and time her symptoms began. The patient administered self treatment by drinking a can of soda. At the time of troubleshooting, the cca noted that the patient discarded the subject meter (after the subject meter was dropped and broke into pieces). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.